Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m129 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot m129 determined that there is no trend associated with centrifuge bowl leak/break complaints. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs and video were provided by the customer for evaluation. The kit and smart card were not returned. The customer provided photographs and video verify that the centrifuge bowl had dislodged out of the bowl holder and impacted the inside of the centrifuge chamber during the treatment. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the bowl not being properly locked into the bowl holder during installation by the end user. A material trace of the bowl assembly and its components used to build lot m129 found no related non-conformance's. The device history record (DHR) review did not identify any related non-conformance's, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the centrifuge bowl break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4). On (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 100ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned photographs and a video for investigation.